Manufacturer narrative:
This is a definitive report.no detailed information is available through our us partner.this case was received by seikagaku corporation on december 19, 2023 from the FDA as the message tiled "mw5148475 -foi" through message addressed to our us agent.

Event description:
Unk - a patient experienced stroke and was hospitalized.